Manufacturer narrative:
The investigation determined that lower than expected vitros digoxin (dgxn) results were obtained from vitros performance verifiers using two different lots of vitros chemistry products dgxn slides in combination with a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on the information provided and the investigation, the most likely cause of the event was improper protocol. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1922-0259-7475 or lot 1922-0259-5724. At the time of the event, the customer was not following the protocol in the instructions for use regarding fluid preparation and proper warm-up times for the vitros products including the vitros dgxn reagent, vitros calibrators, the vitros iwf and the vitros pv fluids. In addition, the customer was using an expired lot of vitros iwf at the time that several unexpected results were obtained. However, improper protocol could not be entirely confirmed as the cause of the event as further unexpected results were obtained after the customer corrected their protocol. Suboptimal calibrations could not be ruled out as a contributing factor of the event as several of the unexpected results were obtained using calibration parameters that were determined to be atypical when compared to the database values. The cause of the suboptimal calibrations is most likely improper protocol. An instrument related issue could not be confirmed nor ruled out as a contributor of the event. The results of a diagnostic precision test were within ortho acceptable guidelines indicating that an instrument issue was not likely a contributing factor of the event. However, as no vitros dgxn precision testing was processed on the vitros 5600 system, an instrument related issue specifically affected the vitros dgxn assay could not be ruled out as a cause of the event. An issue related to the immunowash fluid (iwf) was not a likely contributor of the event as unacceptable results were obtained using two different lots of iwf. A reagent related issue could not be ruled out as a contributor of the event as historical qc results were not acceptable. Email address for contact office above is (B)(6).

Event description:
The investigation determined that lower than expected vitros dgxn results were obtained from vitros performance verifiers using two different lots of vitros chemistry products digoxin (dgxn) slides in combination with a vitros 5600 integrated system. Vitros pv ii v8107 vitros dgxn lot 1922-0259-5724 results of 1.1, 1.1, 1.7, 1.7, 1.2, 1.2, 1.7, 1.1, 0.7, 1.5, and 0.5 ng/ml vs the expected result of 2.3 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected results were from qc fluids and were not reported outside of the laboratory. However, the investigation was unable to confirm that patient sample results were not or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number nine of eleven MDR¿s for this event. Eleven 3500a forms are being submitted for this event as eleven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).